Manufacturer narrative:
(B)(4). Pump alarmed motor error during displacement due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify no delivery alarm due to motor error alarms. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer changed the set three times in a row and when they tried to deliver a bolus they received a delivery stopped alarm. There was a no delivery alarm. The customer performed troubleshooting and stated that the insulin exited at the tubing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.